Event description:
It was reported that in preparation for a percutaneous transluminal coronary angioplasty, shaft breakage occurred. The shaft of the 2.75x24mm taxus liberte drug-eluting stent delivery system broke during preparation. The procedure was completed with a different device. No further information is available.

Manufacturer narrative:
Device analysis confirmed the reported complaint. Following device analysis it was noted that the condition of the returned unit was consistent with the complaint incident. Visual and microscopic examination of the device revealed that the hypotube had broken approximately 82.2cm distal from the strain relief. The device appeared to have been kinked at the point of separation. No other kinks or damage were noticed along the shaft of the device. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the complaint incident could not be identified.